Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, a hole was found in the balloon. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, a hole was found in the balloon. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. Traces of dried contrast media were visible inside the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp), however this was not possible. The device was immersed in warm water with mucasol to dissolve any build up of dried contrast media that may have been present inside the balloon and the lumen of the shaft. A further attempt was made to inflate the balloon to its rbp and this attempt was unsuccessful, due to the condition of the device. The device was passed over a 0.038" guidewire with no restrictions noted.